Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Customer went to the emergency room (ER) and was subsequently hospitalized due to a high blood glucose (bg) level of 338 mg/dl, elevated ketones, and diabetic ketoacidosis (dka). Dka was identified as dangerous by a healthcare provider. Customer attempted to treat bg with a bolus via the pump and a manual injection. Customer was treated with intravenous fluids, fluids, and potassium. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. A system check was performed and the occlusion alarms were verified. Reportedly, a supply change was performed resolving the occlusion. Customer continued using the pump for insulin therapy.